Manufacturer narrative:
Product analysis: analysis determined that the programmer shut down during booting. It was noted that the power supply shorted out and was defective. It was further noted that the paper tray was missing parts/broken; upper and lower bullets were missing; cord bay and both keyboard cover sliding rails were broken; bezel had minor damage at top left side and cord bay latches had broken off. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.